Manufacturer narrative:
D10 concomitant product: smm-5033, smm-5033 maxon* 4-0 grn 45cm p12 x36, (lot#: d5d2572fy); smm-5033, smm-5033 maxon* 4-0 grn 45cm p12 x36, (lot#: d5d2572fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an obstetric and gynecological procedure, during suturing of the dermal, when the first suture was being removed from the packaging, the catch was felt at the thread, and when it was tried to be taken out, it got broken, and the thread would not come out even when pulled. When the second suture was taken out of the packaging and an attempt was made to straighten the thread in the surgical field, the thread detached from the swage. When using the third suture, when trying to remove it, it was hard, and the suture got broken. A fourth suture was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture and one needle. The needle was found disengaged from the suture, which was fully wound within the retainer. Microscopic examination of the needle showed normal crimp and swage marks, with no suture material observed within the swage. The suture was removed from the retainer without issue. It was reported that the suture broke. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the suture was hard to remove from its packaging. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.